Event description:
Livanova deutschland received a report that, the pump gave an alarm / no one knows the alarm number and when staff came into the room, the drive stopped and air bubbles could be seen in the pump head device has been seized. The date of the patient death is unknown.

Manufacturer narrative:
H10: livanova deutschland manufactures the sorin centrifugal pump console. The incident occurred in germany. Through follow up, livanova was informed that there were other device in use: (I) vascular dilator kit, livanova item no: 06033301 (200-120), (ii) centrifugal pump head, livanova, revolution 5, (iii) ECMO mini bypass set and cannule from competitor. The last service report is from may of this year (2023). ECMO was started on (B)(6) 2023 at 08:52. Event date is november 11, 2023. No bubble sensor was operated on the scpc console. The investigating authorities also ordered an autopsy of the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the livanova technician in charge, it was reported that a competitor ECMO mini bypass set was used, with a livanova vascular dilator kit and a revolution 5 as centrifugal pump head. Since the issue involved an scpc system, no log files have been generated, as the system does not provide the possibility of creating log files by design. The following considerations and hypothesis can be made based on the information stated above and considering the findings of similar events occurred in the past: it was confirmed that air bubbles were in the circuit but, based on the currently available information, it is not possible to determine the cause of air bubbles creation. It cannot be excluded that air was entered the circuit through some shunts that remained open, or, reasonably, air was generated in the negative pressure part of the disposable circuit that, per the information reported above, is a non-livanova product. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar events have been reported. No short-term or long-term trends have been detected for the reported type of failure. Based on the collected information, the following conclusions can be reasonably drawn: air was generated into the circuit because of an unknown and unconfirmed reason. Air generation may have contributed to the claimed phenomenon. The root cause of the event cannot be determined. A systematic hardware failure of the scpc is unlikely to have occurred, since technical checks were performed and did not revealed any abnormalities in the system functioning.

Manufacturer narrative:
The complained pump is at the criminal police in friedberg, germany. The expert is on site. A functional check of the device revealed no abnormalities. If the flow sensor is removed mechanically from the hose while the centrifuge is running, the machine will: show only stitches; no flow is shown; no acoustic alarm is present. It appears that the unit was checked and tested and no functional deviations were spotted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.